Event description:
A patient reported was she tying her shoes and experienced "waves of charging" that also occurs when she turns her head a certain way. The patient said her whole left side of head is vibrating as well as the right side, even though the right side is turned off. The patient also said sometimes she can't turn off her stimulation and clarified it takes her a couple times of pushing the button to connect to her implant but she is eventually able to. The patient mentioned that when she does shut it off, it is "instantaneous pain.¿ the patient said she has had no programming changes recently. The patient further reported she was involved in an accident with a truck and her neck hurt "real bad" from it. The date of the accident given was (B)(6) 2017. The patient was redirected to follow up with their healthcare provider to discuss symptoms and have device checked. No further complications were reported. The indication for implant was complex reg pain syndrome type I.